Event description:
It was reported that the patient experienced diaphragmatic stimulation. The left ventricular (lv) lead was observed with high threshold that exceeded the amplitude safety margin. The lead was explanted and was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.